Manufacturer narrative:
One device was received for evaluation. Visual inspection found a sticky latch lock and a scratched lcd lens. There was no evidence in the device's event history log. Functional tests were performed. Upon review, the reported problem was duplicated. It was determined that the most probable cause was an inoperable dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a cassette latch error. It is unknown if there was patient involvement, no adverse patient effects were reported.